Event description:
It was reported that the patient was experiencing a blood glucose (bg) of 502mg/dl on the morning of (B)(6) 2011. There were reportedly no signs or symptoms of hyperglycemia. The patient reported the following sequence of events occurred on (B)(6) 2011; the pump started losing prime at 4:00 a.m. And had a recurring loss of prime every 10 minutes, the patient reportedly gave himself an injection of 20 units of humulin at 9:45 a.m., and at 10:14 a.m. His bg reportedly decreased to 416mg/dl. The pump is being returned for further troubleshooting. This complaint is being reported because the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. The patient indicated that the pump was alarming to alert the user of a loss of prime. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump alarm history showed multiple occlusion alarms in the black box associated with increased force; there were no pump not primed warnings that occurred not related to an occlusion alarm. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The force sensor was tested and found to be detecting force correctly; the pump was opened and no force sensor defects were found. No delivery related defects were found during testing.